Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; a complex case of synchronous thoracic and abdominal endoleak repair with custom-made relay nbs thoracic stent graft and abdominal open reconstruction. Efstratios georgakarakos, andreas koutsoumpelis, stefanos popidis, kalliopi-maria tasopoulou, and george s. Georgiadis, alexandroupolis, greece https://doi.org/10.1016/j.avsg.2018.08.101. Continuation of date of event; exact event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for treatment of a 60mm abdominal aortic aneurysm. It was reported that 5 years later the patient returned for follow up and migration of the endurant with a type ia endoleak and aneurysm enlargement to 85mm was observed. Cta scan also showed post-operative dilation of infrarenal aortic neck diameter to 35.5mm. Intervention was performed and completion angiogram showed no endoleak. The patient complained of severe abdominal pain postoperatively and cta showed hepatic and splenic infarcts due to thromboembolism due to the procedure. This resolved and the patient was discharged. One month later, intervention was performed with the explantation of the migrated central segment of the abdominal endograft and replacement with a short dacron tube graft while preserving the distal main body and limbs. The patient was discharged eight days post operatively. No additional clinical sequelae were reported.